Event description:
It was reported that a review of a remote transmission showed atrial capture trends going out of range at times. A review of the trends indicated that the device possibly is experiencing issues differentiating between loss of capture and capture. Programming change was discussed. No patient symptoms reported.